Event description:
It was reported that an unspecified bd syringe experienced foreign matter contamination. The following information was provided by the initial reporter: I had a needle that had something inside the syringe, was brown like cardboard.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown:  (B)(6), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd syringe experienced foreign matter contamination. The following information was provided by the initial reporter: I had a needle that had something inside the syringe, was brown like cardboard.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. One photo of two loose bd insulin syringes was provided. The customer reported a barbs, loose cannula, size difference, and foreign matter inside the syringe ¿ brown like cardboard. The photo was examined, and it was observed that two loose bd insulin syringes of different cannula lengths were rested on a surface. No packaging or evidence that the two syringes were packaged incorrectly as the result of a manufacturing defect was observed in the photo provided. The cannula for both syringes appeared to be connected and secured to the respective barrels; it could not be determined from the photo alone if either cannula was loose. The syringe on the right of the photo appears to have two clear droplets/beads on along the length of the cannula ¿ without the actual sample the identity of this material could not be determined. Furthermore, no foreign matter was observed inside the barrel of either syringe. Due to the batch being unknown, no DHR review can be completed. Embecta was able to confirm the customer¿s indicated failure based on the photos received (fm on cannula). Embecta was not able to confirm the customer¿s indicated failure based on the photos received (fm in barrel). Root cause cannot be determined at this time as the issue is unconfirmed.